Event description:
As reported by the user facility: over infusion. Material # 8713050u, serial # (B)(4). Customer reports that a nurse from ccu reported an over infusion. Nurse observed "intermittently the drops from the line dropped faster than normal". Saline in a bag was the medication infusion at 20ml/hr, customer unsure how much over infused. No alarms triggered. No observations made about the pump set. This occurred one time, pump set was changed to a different pump and the problem did not reoccur; customer denied pt injury. Ref MFR report: 9610825-2013-00303.